Event description:
It was reported by repair work order that the brakes were not holding on the head end due to a worn brake cam. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.